Event description:
The initial reporter received questionable troponin t stat, elecsys pth immunoassay, and tsh elecsys results for four patients tested on a cobas 6000 e 601 module. Prior to patient testing, the customer confirmed qc was acceptable. The customer reported the procell reagent bottle was empty and the analyzer did not switch to the other bottle. The instrument provided a system alarm. The customer confirmed the new procell reagent was in use and the initial results were reported outside the laboratory. The customer performed repeat testing with the samples as a precaution. Patient 1's initial tsh result was 0.249 miu/l. The patient's repeat tsh result on a different e 601 module was 3.09 miu/l. Patient 2's initial pth result was 7.0 pg/ml. The patient's repeat pth result on the same e 601 module was 15.0 pg/ml. Patient 3's initial troponin result was 0.04 ng/ml. The patient's repeat troponin result on the same e 601 was 0.81 ng/ml. Patient 4's initial troponin result was 0.01 ng/ml. The patient's repeat troponin result on a different e 601 module was 0.05 ng/ml. The customer determined the repeat results were correct. The pth reagent lot number was 58361203 with an expiration date of 31-mar-2023. The troponin reagent lot number was 57499101 with an expiration date of 30-nov-2022. The tsh reagent lot number was 58940901 with an expiration date of 30-apr-2023.

Manufacturer narrative:
The field service engineer replaced the air detection sensor. After service, no further issues were reported. The investigation reviewed the customer's calibration and qc results and the results were acceptable. The investigation reviewed the system's alarm trace and found abnormal sample aspiration, and abnormal sipper 1 and sipper 2 movement alarms. The investigation determined the service actions resolved the issue.